Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted and defibrillation threshold (dft) testing was successful. However, the post-shock pacing terminated early due to suboptimal signal on the alternate vector. Non-cardiac signals were oversensed, causing the intermittent loss of post-shock pacing. Asystole of over 10 seconds was observed before the patient recovered to around 60 bpm. It was noted the patient received the s-ICD due to a vein dissection and emergency open chest surgery following a transvenous ICD system extraction, making the patient a poor candidate for a new transvenous system. The patient would likely receive a competitors leadless pacemaker in the future. No additional adverse patient effects were reported.